Event description:
During initiation of an IV infusion, the smiths medical jelco, 22g x 1" protectiv plus safety IV catheter, blood return was noted and as the catheter was advanced off the needle. Blood was noticed flowing out of the insertion site. The device was immediately removed and a dressing was placed over the site. It was then noted that the needle had punctured through the side of the angio catheter device. The angiocath was noted to be present in its entirety, with its tapered end. Tapered end still intact.